Event description:
A 3.5mm diameter x 18mm length ave gfx stent was inserted into the coronary artery. It was not possible to cross the target lesion, therefore, the stent and delivery system were pulled back from the coronary artery. Upon removal, the stent dislodged from the stent delivery system at the femoral arterial sheath. It is not known if the physician followed the instuctions for removal of an undeployed stent. The stent remains within the patient's peripheral vasculature. Subsequently, another gfx stent was placed at the target lesion, successfully. The doctor has no product complaint and there was no additional clinical sequelae reported relative to the event.